Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock when they used it (in sync mode) on a patient. The first shock attempt was successful, but when the users attempted a second shock, the device would not deliver a shock. It was reported that the patient survived the event.

Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. Some unrelated repairs had to be performed however, the customer declined repair of the device. The device was returned to the customer on the customer's request without being repaired. A cause of the reported issue could not be determined.